Event description:
Paramedics administered a shock to a patient diagnosed in cardiac arrest. Disposable defibrillation electrodes manufactured by kendall were used. Immediately following the shock, the paddles lead ECG changed to a dashed line and the device displayed a connect electrodes warning message. The operator cycled device power and subsequently monitored the patient's ECG using patient cable ECG monitoring leads. No further shocks were attempted. The reporter did not know the patient's outcome. There were no adverse effects to the patient reported as a result of device use. A set of external hard paddles was available to the operator if the patient had required additional shocks.

Manufacturer narrative:
Medtronic continues to investigate the reported event.